Event description:
It was reported that the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx laa closure device was implanted on (B)(6) 2024. The patient was discharged post procedure on 5mg eliquis. The patient was admitted to the hospital with stroke symptoms (lightheadedness, heart racing, dizziness, paresthesia right hand then right toes, increasing difficulty finding words, changes in speech.). The patient's symptoms started on (B)(6) 2024 and persisted for eight (8) days. Magnetic resonance imaging (MRI) was performed confirming infarct. The watchman flx closure device was confirmed to be well seated with no evidence of thrombus or leaks. The physician believes that the stroke was due carotid stenosis. A revascularization of the left transcarotid artery and carotid artery with a stent insertion was completed on (B)(6) 2024 to manage the stroke symptoms. The patient was started on ticagrelor (90mg) along with the current eliquis (5mg) medication regime. The patient was discharged home with resolution of symptoms.